Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while the surgeon clipped on cystic artery, the clip did not come out properly and caught in the jaw. There was no consequence to the patient.